Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient stated that since adjustments were made, their implantable neurostimulator (ins) had been ¿working great¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead;(B)(4).

Event description:
It was reported that stimulation was increasing and decreasing on its own even if the patient was being very still. This occurred when he was sitting and standing. Stimulation shutting off on its own was also reported, but it wasn't thought stimulation was actually shutting off, rather the patient was losing the sensation for some reason. It was reported that the stimulation changed from 2.8v to 3.3v one week prior to the report. It was stated that the patient had disabled as (adaptive stimulation) 2 days prior to the report. More than one week later it was reported that all impedances were fine and that one change to siting position was made. It was stated that the patient was going to monitor and see if this happened again. It was also stated that, otherwise, he was doing great.